Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states unit only runs a couple of minutes then goes into high pressure shut down. Manifold was replaced already. MDR filed.